Event description:
It was reported that a device alarmed for a system error 105. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is completed.